Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that gain calibrations resolved the ring artifact issue. . The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was a ring artifact on the images. There was no delay the procedure and no impact on patient outcome.